Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2026, the dexcom app was showing signal loss. The patient was reportedly in dka, experiencing fatigue, feeling sick, and tachypnea, along with pneumonia during that time. The patient's blood glucose was not taken at home. The patient's spouse drove the patient to the hospital. The last known cgm value was not known. Upon arrival, the patient reportedly received an IV insulin drip, an antibiotic drip possibly doxycycline, and other unspecified medications. The hospital staff checked his bg, which was 496 mg/dl, while the dexcom app continued to display signal loss. The reporter added that the patient was transferred to the ICU due to pneumonia and other unrelated issues. The reporter did not provide an update on the patient's condition after the hospitalization but confirmed he was discharged on (B)(6) 2026 and that the cgm was replaced once they returned home. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 04/08/2026. Data was provided for investigation. An analysis of the data logs indicated that no sensor session was active during the time period reported for the event. A new session was started on the date reported to be when the user was discharged from the hospital (3/20/2026). The complaint allegation and probable cause could not be determined via data. No additional patient or event information is available.